Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. The treatments are related to circumstances of the procedure as a cut down procedure was performed to remove the device, causing a significant delay. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide device separated between the proximal and distal sheath. The patient was taken to surgery for a cut down to removal of the distal sheath and hemostasis was achieved surgically. There was a clinically significant delay in therapy. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.